Event description:
The patient received his scs system, including two percutaneous leads on (B)(6) 2010. The patient reported stimulation increasing when he lies down. The patient has been scheduled for reprogramming. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.